Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned sample was confirmed for guidewire break. Bends were also noted on the guidewire. A definitive root cause could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880ce implantable port allegedly experienced fracture, stretched, difficult to remove, and material separation. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex and weight of the patient was not provided.